Manufacturer narrative:
Insulin pump had blank display due to moisture damage on the electronic assembly. The motor and force sensor was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) and pump error due to blank display. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button, stained keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 15.8 mmol/l at the time of the incident. The customer sent the product back for analysis.